Manufacturer narrative:
Hardware low level failures confirmed in the pump history due to broken trace. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer was assisted with troubleshooting. Customer was able to clear and finished prime process. Customer stated that they performed self-test and device verification test and it passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.